Manufacturer narrative:
(B)(4). Studies performed on a worst case condition with a crack of 90% cross-section. Have been shown to have no effect on performance. Previously, conflicting information may have been provided to puritan bennett 840 (pb840) customers concerning the operational life of the oxygen sensor in the labeling addendum for the pb840. The pb840 operator's manual states the sensor has a nominal life of one year from the date of manufacturer while a pb840 addendum incorrectly stated to replace the sensor every two (2) years. The nominal life of the o2 sensor is 1 year from date of manufacturer. Covidien's plan to update the literature was communicated to the FDA on (B)(4) 2013.

Event description:
Was reported to covidien that the oxygen (o2) sensor was found cracked during the preventive maintenance of the 840 ventilator. Covidien customer support engineer (cse) verified the malfunction and replaced the o2 sensor. The device passed extended self-testing.